Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at a remote follow-up appointment, this physician tested this left ventricular (lv) lead configuration due to a evidence of loss of capture (loc) and resulting right ventricular-only pacing. Despite high output, loc was still present on this lv lead. It was hypothesized that the lead had dislodged. Because the patient is not pacemaker-dependent, the physician will perform another follow-up at an unspecified time in the future to evaluate the patient's need for lv pacing. At this time, the lead remains implanted and in-service. No adverse patient effects were reported.